Event description:
It was reported that 3 second pauses in telemetry were observed. The pauses could not be reproduced. System was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.